Event description:
It was reported that the balloon became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified radiocephalic arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the target lesion did not present significant challenges. However, it was noted that the wire became stuck with the non-boston scientific guidewire and does not move. The device was pulled out with force, and the guidewire was able to be removed from the device once outside the patient. There was no visible damage noted to the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. As per the mustang specification, the catheter is compatible with a 0.035in (0.89 mm) guidewire. The investigator successfully loaded a boston scientific 0.035in guidewire through the mustang device and removed it with no resistance encountered. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified that the balloon was not tightly folded and had been subject to positive pressure. A visual and tactile examination identified no issues with the shaft of the device. No issues were identified during the product analysis.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that the balloon became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified radiocephalic arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the target lesion did not present significant challenges. However, it was noted that the wire became stuck with the non-boston scientific guidewire and does not move. The device was pulled out with force, and the guidewire was able to be removed from the device once outside the patient. There was no visible damage noted to the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.